Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high thresholds. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.